Event description:
This procedure on the right internal carotid stenosis was performed in china. It was not possible to observe if the spiderfx passed through the lesion because the wire tip distal to the filter was not visible under imaging. Another spiderfx was used to complete the procedure. The patient was involved without injury. Investigation of the returned device on (B)(4) 2014 found that the distal tip of the spiderfx was missing. The location of the tip is not known.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, fo llowing medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.